Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with an implantable cardioverter defibrillator (ICD) that was post-paced t-wave oversensing (pptwos) on the ventricular lead . The patient did not receive therapy during the oversensing. Programing changes were made. Issue was resolved. Patient was stable.